Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Split my lips [lip injury]. Cut my gum [gingival injury]. Brush falling off - oral-b power refills [device breakage]. Case narrative: consumer email stated that the white bit has somehow come out of the toothbrush handle and do not allow toothbrush to stay on which has split lip and cut gum due to the brush falling off. No serious injury was reported.